Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that although it was report that an additional bone hole was required to complete the procedure, the impact to the patient is expected to be minimal. The procedure was completed with a back up device and no further injuries reported. Since no further harm is anticipated, no further assessment is warranted at this time. A review of the instructions for use found: do not use the drill or punch without the drill guide as the bone surface can be damaged. Care must be taken to not create too deep or too shallow a bone hole. To accomplish this, be sure to drill the hole until the shoulder on the drill bottoms in the drill guide. If using the punch, insure the handle lines up with the proximal edge of the drill guide. Care must be taken to not advance the drill guide into the bone as the implant retention force may be compromised. Confirm that bone hole is clear of material by advancing and retracting the drill until the flutes of the drill are visually clear of bone fragments upon withdrawal. Failure to clear material from the bone hole may result in difficulty inserting the implant which could compromise retention force. Do not use excessive force or pound the inserter into the bone hole as damage to the inserter/implant may occur or result in injury to the patient. If resistance is met on insertion, turn the inserter handle clockwise while keeping a loose hold on the drill guide. If continued resistance is met, remove the inserter and re-drill the existing bone hole. Use care to properly align the implant and inserter handle with the bone hole during insertion. A pathfinder may be used to confirm bone hole location and depth. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy bent or damaged inserter. The complaint was confirmed and the root cause was associated with incorrect anchor deployment. Factors that could have contributed to the reported event include: (1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after drilling a hole in the bone (for biceps tenodesis) with the appropriate drilling device, the anchor inserted was fully passed through the guide. The procedure continued as specified in the technique guide by turning the proximal side of the handle until the sutures rise from the inserter. This should have diploid the anchor into the bone hole, however, after releasing the sutures and removing the inserter' it became apparent that the anchor is stuck in the inserters' shaft. An additional bone hole was required to complete the procedure with a back up device and a delay shorter than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.